Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report #: 1627487-2014-05659. It was reported the patient is experiencing swelling/tenderness at the right lead site and a lump at the left lead site. Allegedly, the lump was sue to the suture being superficial. In turn, the physician removed the suture. Also, an impedance check was performed and all invalid contacts were found. As a result, the patient will undergo surgical intervention.